Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. At this time, the customer has not yet requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fiber-optic sensor extension cable assembly (0012-00-1562) and the fiber-optic jumper cable (0012-00-1808). The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the blue housing on the cardiosave intra-aortic balloon pump (iabp), where the fiber optic cable connects, is broken and chipped. As a result, the cable does not fit properly.